Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported strange sounds and feelings when using the device. He eventually stopped using the device. The clinic will discuss with the user to see if they will proceed with a re-implantation.

Manufacturer narrative:
The device has been explanted and has been returned to(B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user reported strange sounds and feelings when using the device. He eventually stopped using the device. The device has been explanted.

Manufacturer narrative:
Conclusion: investigation results show that humidity ingress led to the device electronics failure over time. However, the device investigation did not show the location of the leak; based on the manufacturer_s experience with this kind of devices, it can be assumed that the device has failed due to loss of hermeticity at the housing braze joint. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The recipient reported strange sounds and feelings when using the device. He eventually stopped using the device. The device has been explanted.